Event description:
Customer reported the insulin pump alarmed calibration error and change sensor. The sensor was only in for fourteen hours. Alerts were explained to the customer. Customer stated the sensor on the right side of the abdomen. Customer stated in a different day the tape came off because it was hot and he started to sweat. Customer's blood glucose level was 174 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.